Manufacturer narrative:
Additional information was received indicating that no injury resulted to the patient. Returned product was 2 flexshafts date coded 0324 with coil deformation/weld failure causing the product to not function properly. A CAPA was opened to address automatrix flexshaft assemblies breaking for product manufactured by sarasota since september 2022 (date code 0922) through implementation date of may 2024 (date code 0524).

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a automatrix shaft broke during use. The outcome of this event is unknown as of this MDR. Further information requested.